Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension was within specification.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to discharge from the implant procedure, the patient received inappropriate shocks. There was oversensing observed on the right ventricular (rv) lead. Diagnostic imaging was performed, and lead dislodgement was confirmed. The rv lead was explanted and replaced. The patient was in stable condition.